Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# va014tw, implanted: (B)(6) 2012, product type: lead. The initial MDR was filed as MFR report # 3007566237-2015-01216. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported that the hcp was not able to get the actual tines out. The patient moved right after the hcp did the procedure.

Event description:
It was reported that the health care provider (hcp) removed the lead due to need for an MRI. The lead unraveled during removal and the hcp suspected the tines and contacts remained in the patient. The hcp wanted information on performing an MRI, although they were not sure when the MRI was to be performed. No patient information, outcome, or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).